Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device recognized the attached pediatric electrodes as adult electrodes (by not adjusting joule output to pediatric levels). The device failed to discharge via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The reported malfunction of "failed to discharged" was not duplicated. Review of the device log does show occurrences of the customer's report. However, it is not an indication of a device malfunction. The log shows that the wrong joule level was selected multiple times when attempting to perform the 30 joule manual test with the pediatric electrode pads attached. The reported malfunction of "recognized the attached pediatric electrodes as adult electrodes" was not replicated or confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.